Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a firmware error message/code. Analysis of the returned device was inconclusive. The analyst commented, power on reset (por) occurred on (B)(6)-2013 "atrial rate limit" indicated. Por disabled telemetry c.

Event description:
It was reported that a lead was dislodged. During the procedure to reposition the lead, the lead was removed from the device and telemetry could not be performed. End session was requested and the device was turned off and turned on again. Interrogation was then conducted and the message of ¿electric reset happened¿ was displayed. The physician elected to replace the device and the dislodged lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2013; 6947m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.